Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus. And the reported issue (fallen material) was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been less than 1 year, since the subject device was manufactured. Based on the results of the investigation, the foreign material was a black elastic solid rubber-like material. And was confirmed, to be a silicone-based resin. Due to the shape of the material, it is likely, that the silicone rubber at the slit of the biopsy port was broken, by inserting a syringe and/or endo therapy accessories obliquely. However, the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use (IFU) in section: operation manual: chapter 3: preparation and inspection; (3.8), inspection of the endoscopic system. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to h3. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the subject device during bronchoscopy, when inserting forceps, something like vinyl came out of the forceps channel and fell into the patient. The fallen object was retrieved from the patient's trachea. The procedure was completed with the same device without any delay. There were no reports of patient harm. The customer confirmed that the device was inspected prior to use without any issues noted.

Manufacturer narrative:
E1 establishment name (documented here in its entirety due to character limitations in respective field): (B)(6) hospital. The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.